Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a stimulator last year and it somehow or another failed so they removed the old one and put in a new one. Patient stated that the previous one failed and they didn't know why, but they think it was attached to the wrong electrodes. Agent asked if patient's symptoms were better with the new implant and patient stated yes. The patient was redirected to their healthcare provider to further address the issue.